Manufacturer narrative:
(B) (4): abbott hivab hiv-1/hiv-2 (rdna) eia assay list#: 3a77-68 lot#: 79301m100.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Abbott (B)(4) assay, list#: 3a77-68, lot#: 79301m100. An abbott field service representative inspected the ppc platform and cleaned the main transport optic assembly and performed verification procedures. Subsequent instrument operations and tests results were acceptable. A review of the service history of the device in question was conducted and found no other discrepant result complaints following field service intervention. Also, a review of the complaint database identified no adverse trends in conjunction with the complaint issue currently under investigation. The ppc system operations manual (ln# 1a05-57) and the abbott (B)(4) package insert both contain adequate information to address this customer's issue. Based on the available information, the cause of the customer's issue was not identified, nor was any deficiency identified for this complaint. After field service intervention, the issue of erratic (B)(4) results has not been observed. A malfunction of the ppc system was not identified. This is a final report.

Event description:
The customer states that one patient sample generated a false reactive result with the abbott (B) (6)-(B) (6) (rdna) eia assay using the commander ppc system. The sample initially generated a non-reactive result on one tray and a reactive result on another tray. The operator noticed the discrepancy and tested the sample a third time and received a non-reactive result. The sample type was serum and was drawn on the same day as it was tested. There is no patient information available from the customer site. The customer is requesting a service call. There is no impact to patient management reported.